Event description:
Two zilver stents were deployed, a ziv7-40-8.0-80 and the complaint device. During deployment of the first deivce, the physician experienced resistance, a sign of the tip catching somewhere. He then deployed the stent from the complaint device and when he withdrew the delivery system, the tip of it severed at the marker and was left within the hepatic duct. The physician suspected severance occurred due to the considerably narrowed segment prior to stenting. The tip was retrieved five days later, using a retriever.